Event description:
The customer reported that once the device was closed on tissue, it would not reopen. The instrument was cut from pt tissue. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.